Event description:
Blood glucose results of "8.2 mmol/l and 12.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.